Event description:
Iu discovered a display defect on the meter; a solid vertical line appears on the left of the meter screen. No adverse event reported. Product has been returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.